Manufacturer narrative:
This report is being amended to reflect changes. This device is used for treatment. A product history search identified no other complaints for the part and lot combination of the femoral component. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. (B)(4). Other devices used: catalog #00597206529, nexgen all poly patella, lot #61999385; catalog #00596203210, nexgen lps-flex prolong articular surface, lot #61939986 -(b)(4. Catalog #00576401551, nexgen lps-flex gsf femoral component, lot #61984213 - (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing postoperative pain, swelling and possible allergic reaction to implants. A revision has been scheduled for (B)(6) 2015.